Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation on their left ventricular (lv) lead. Reprogramming of the lead was attempted but lead to high thresholds and intermittent capture. The lead was ultimately capped and replaced. No further patient complications have been reported as a result of this event.